Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2013. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated pain, exposed mesh tape, fistulae, erosion, infection, bleeding, extrusion, dyspareunia, urinary problems, neuromuscular problems, bowel problems, vaginal scarring.